Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for a procedure. While attempting to implant the device into the patient's windsock shaped laa, it was determined that the 22mm amulet occluder was too big, mis-sized and was removed. The patient also had a trans-septal puncture. A pericardial effusion was discovered after the trans-septal puncture and a first try to implant a 22mm amulet. The patient required a pericardiocentesis. The procedure was aborted due to the patient developing hypotension. No occluder was implanted. It was noted that the patient was stable. No additional information available.

Manufacturer narrative:
An event of a hypotension and pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.